Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 310 mg/dl. Customer reports of being hospitalized as well due to no delivery. Customer was transferred to help line. No further information provided.